Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "broken/loose cable." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no related complaints identified. A system log review was performed and there were no error messages generated from the instrument usage and the instrument was not used in subsequent procedures. The instrument was found to have 4 lives remaining from the system log review. No images or videos of the event were provided for review. Technical review is not required as there was no error related to the issue. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm small grasping retractor had a broken cable. There was no report of patient harm, adverse outcome, or injury.